Event description:
It was reported that the patient presented to the emergency room due to tenderness at the device pocket site, accompanied by wound dehiscence and pocket erosion. The physician explanted the entire implantable cardioverter-defibrillator system due to infection. The patient remained in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.